Event description:
The rptr did meter to hcp meter comparison tests, side by side. The meter reading was 196 mg/dl, and the nurse's meter (type unknown) read 158 mg/dl. Rptr did not have any symptoms. A control solution test was in range, 141 (95-142). The rptr noted that the meter had never been cleaned. No harm was alleged.